Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -13.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the lens had tore during injection/delivery into the eye; upside down and was stuck in the cartridge or injection system. Intraoperatively the lens was removed and replaced with a same length lens and this resolved the problem.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).